Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime or no delivery tests due to motor error alarm. The insulin pump had a cracked display window corner, scratched lcd window and cracked reservoir tube lip. Unable to perform operating test due to motor error alarm. No blank display or beeping noted.

Event description:
Nurse reported hospitalization with high blood glucose. Customer was hospitalized for constipation, urinary tract infection and foot problem. Nurse stated that customer has wounds and his blood glucose has been a problem. The blood glucose reading at the time of the event was 593 mg/dl. Hospital treated with IV insulin. Nothing further reported.